Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the header of a polyflux 17l prior to use for hemodialysis. There was no patient involvement. No additional information is available.

Manufacturer narrative:
11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black particulate matter either between the header cap and the housing or injected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified as particulate matter outside the fluid path. The cause of the condition was determined to be related to manufacturing. Particulate matter outside of dialysate/blood pathway is not likely to cause or contribute to a death or a serious injury because there are caps in place to protect the blood pathway. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.